Event description:
It was reported that when using the bd pyxis medstation system, the device was not able to power on despite users tried different electrical outlets. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This incident resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had been down for about 1-2 hours. The field service engineer performed a remote fix with the customer over the phone, and the device was turned back on. The system functioned as intended after the field service engineer troubleshooted the device.